Manufacturer narrative:
The lasso catheter and the sheath introducer were returned together. The analysis findings showed that the loop of the lasso catheter was stuck at the tip section of the sheath introducer. The visual inspection determined that the tip of the spine cover was missing and no longer attached. The distal section of the nitinol was deburred (process of adhering the nitinol cover to the adhesive) properly and the pu margin was found to be within specification. The returned sheath introducer was noticed with a damaged tip indicating that excessive force was applied.

Event description:
The customer stated, that the physician experienced resistance while reinserting the lasso catheter into the sheath introducer and on removal of the catheter they noticed that the tip was separated. The tip could not be recovered and the physician stated that long-term observation will be required since a mild brain infarct was detected through MRI. The catheter was inserted and then reinserted into the sheath multiple number of times.